Manufacturer narrative:
One cardiomems power supply was received for evaluation. During the investigation, visual inspection of returned material revealed damage to power supply showing frayed wire. No other discrepancies or discernible damage to the returned right-angle ext. Or power cord. A golden power supply was used for further testing and investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Frayed and exposed wires on the power supply box was noted during investigation. The patient electronics device was replaced and there were no adverse consequences to the patient.